Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, rinato; guide cath: mach1 6fr; other: guideliner. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The additional nc traveler referenced in b5 is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal mid left anterior descending artery with heavy tortuosity, heavy calcification and 90% stenosis. Pre-dilatation was performed with non-abbott balloon catheter which were advanced and intended to be inflated; however, the balloons ruptured. A 3.0x15mm nc traveler balloon dilatation catheter (bdc) was advanced; however, failed to cross the lesion due to the patients anatomy. The 3.0x15mm nc traveler bdc was removed and resistance was felt. A 2.25x15mm nc traveler bdc was prepped per the instructions for use and advanced. Resistance was met; however, the bdc reached the target lesion and was attempted to be inflated. During the fifth inflation at 18 atmospheres/ 60 seconds the balloon ruptured. The 2.25x15mm nc traveler bdc was removed; however, resistance was met with the patients anatomy. Therefore, the 3.0x15mm nc traveler bdc was re-advanced; however, still could not cross and the shaft became kinked. The bdc was removed and resistance was met with the patients anatomy. The procedure was aborted and no additional treatment was done. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.